Manufacturer narrative:
It was reported that the patient has femoral fracture. The surgeon requested the poly inserts to have available at revision surgery in case the existing polys are damage while they are putting femoral nail. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has femoral fracture. The surgeon requested the poly inserts to have available at revision surgery in case the existing polys are damage while they are putting femoral nail.

Manufacturer narrative:
The surgery occurred for a patient with a femoral fracture. Originally the surgeon requested the poly inserts to be available at the revision surgery in case the existing polys were damaged while they are putting in the femoral nail. It was reported later that the poly inserts were not exchanged during the surgery. Review of the device history record indicates that the device was manufactured to specification.

Event description:
The surgery occurred for a patient with a femoral fracture. Originally the surgeon requested the poly inserts to be available at the revision surgery in case the existing polys were damaged while they are putting in the femoral nail. It was reported later that the poly inserts were not exchanged during the surgery.